Event description:
Implant was mobile at the time of checkup. Implant was removed because of no integration.

Event description:
Implant was mobile at the time of checkup. Implant was removed because of no integration.